Event description:
Notified by source of an internal "blood" leak on a reused dialyzer, use #30. Due to the leak, the pt treatment was interrupted, the extracorporeal circuit was discarded and a new dialyzer was primed for treatment. Ebl was reported as 185cc. The pt tolerated the blood loss without symptoms and there was no medical intervention necessary. Dialyzer was discarded as it was the maximum allowable use (30 uses).